Event description:
It was reported that this right atrial (ra) lead was attempted due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported. Additional information indicated that the lead had zero sensing and unable to assess capture. The lead was returned for analysis.

Event description:
It was reported that this right atrial (ra) lead was attempted due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported.